Event description:
Healthcare professional later reported rupture, ¿swelling mostly nipple," capsular contracture baker grade IV¿, ¿burning,¿ ¿tightness,¿ ¿nodules,¿ ¿lump,¿ and folds. Healthcare professional additionally reported cyst not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Crease/folding of implant: observed creases on the device. Cyst(s): unable to observe as it is not related to the device. Edema: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Rupture: not observed openings during the analysis. Additional observations: no other observation observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and rupture. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/28/2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and rupture. Healthcare professional later reported "burning, tightness and swelling mostly nipple", "folds" and "nodules/cysts". The event of "cysts" has been deemed not related to the device. Device has been explanted.